Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported by the rep during a laparoscopic appendectomy the first row of staples came undone when it was fired across the rim of the cecum. A white reload was loaded in the device at that time. The surgeon over sewed the staple line to complete the procedure with no patient consequences reported. The device was discarded.